Event description:
When the physician used the subject device during a hemicolectomy procedure, the probe tip broke off outside the patient body. The physician replaced the device with similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation for evaluation. As the same cases with similar device, it is known that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Also, it is known that the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scraped the probe with a sharp object such as a scalpel and as a result the probe cracked. The physician observes some irregularity, such as an abnormal noise or error display, and withdraws the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe breaks due to the stress by touching physically. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.